Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 24mm x 2.75mm taxus¿ liberté¿ stent was selected and deployed in the lad. While post dilating the distal segment of the stent, orthogonal view was taken and it was noted that there was dissection. The procedure was completed with the implantation of a 3.0mm x 24mm taxus¿ liberté¿ stent to treat the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).